Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had syncope and dizziness due to intermittent loss of capture on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional information was requested but was not available.